Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted after approximately 29 months due to end of life (eol). On january 17, 2006, the battery voltage was 2.68 v with a charge time 25.3 sec and a battery status indicator of middle of life 2 (mol 2). The device reached eol on january 26, 2006, the last capacitor reformation was 34 seconds. The physician expressed dissatisfaction with regard to device longevity. Another guidant crt-d was subsequently implanted. The device was returned to guidant for analysis.,